Event description:
It was reported patient presented in clinic for right ventricular (rv) lead extraction. The patient's rv lead exhibited noise and high defibrillation impedance. The rv lead was explanted and replaced. Patient was stable.